Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during pre-operation ICD check due to normal eol, externalized conductors were observed trough fluoroscopy on the right ventricular lead. Patient was asymptomatic. The physician elected to postpone the ICD replacement procedure, and a new procedure will be scheduled. The patient has been fitted with a life vest in the meantime. No further information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the right ventricular lead was explanted and replaced. The patient was fine before during and after the procedure.